Manufacturer narrative:
There was no visible damage to the device identified during the investigation. Cause yet to be determined.

Event description:
User reported that the level sensor was inaccurately alarming during the procedure. There was no patient harm.